Event description:
After electively having the inspire device removed, the patient presented to the physician, 4 days post-op, with an infection at the neck incision. Physician admitted the patient and placed them on IV antibiotics and steroids. Patient was discharged two days later. This resolved the issue.